Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The location and cause of the leak is unknown. The patient also received an iq drive not detected message during power up. The patient pressed ok to continue since iq drive not being used. The patient was advised to re-setup the cycler with new supplies for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not report where the leak came from. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The pdrn could not confirm if the patient was continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid under the cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 3 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The location and cause of the leak is unknown. The patient also received an iq drive not detected message during power up. The patient pressed ok to continue since iq drive not being used. The patient was advised to re-setup the cycler with new supplies for the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not report where the leak came from. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The pdrn could not confirm if the patient was continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Additional information was requested, however to date has not been provided.